Manufacturer narrative:
This is a supplemental report for MFR report. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Olympus service operation repair center confirmed the subject device, and the reported event was not reproduced. The exact cause has been unknown; however, the following are supposed to be the cause. A circuit board of the subject device was temporarily malfunctioned. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the subject device could not displayed image in unspecified timing. Other detailed information was not provided. There was no report of patient injury associated with the event.